Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. Unrelated to the event the display was found to be dim and pink and the piston cap was found to be missing. (B)(6).